Manufacturer narrative:
Unit received with cracked and detached end cap. Unable to perform operating currents, self test, restart error test, rewind test, basic occlusion test, occlusion test, prime and system sensor test, excessive no delivery test and displacement test or verify system sensor alarm due to physical damage to case. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor after a successful displacement test was performed. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that insulin squirted out during manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.